Manufacturer narrative:
The initial MDR 2432235-2016-00167 was filed on april 15, 2016. Supplemental MDR 2432235-2016-00167-s1 was filed on april 22, 2016. Additional information (06/23/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. The initial issue was reported as smoke emanating from the power supply. The siemens customer service engineer (cse) removed the power supply and determined that the power supply overheated and failed causing the smoke. The components in the power supply are flammability rated, meaning they will not catch fire when they fail therefore there is no risk of fire.

Manufacturer narrative:
The initial MDR 2432235-2016-00167 was filed on april 15, 2016. Additional information (03/23/2016): a siemens customer service engineer (cse) confirmed the cause of smoke being emitted was due to a power supply failure. Siemens is investigating this issue.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site to replace the advia centaur xp with and advia centaur xpt when the power supply emitted smoke. The instrument was shut down and no troubleshooting was performed, as the unit was being replaced. The cause of smoke being emitted from the power supply is unknown. Siemens is investigating this issue.

Event description:
Smoke was emitted from the power supply of an advia centaur xp instrument during sample testing. The instrument was powered off. There was no fire in this event. There was no delay in reporting patient samples. There were no reports of adverse health consequences due to the smoke emitted from the instrument.